Event description:
Pt admitted to ER pulseless and breathless. Placed on monitor which showed v fib. Defibrillated at 200 j. CPR continued. Attempted to charge at 300 j. Paddles would not discharge (charge light still on, pushed on and off several times) paddles then discharged. Meanwhile, obtained montior, CPR continued with new monitor.